Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902 lot number 21109294 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd alaris¿ smartsite¿ low sorbing sets leaked from their filters during use. The following information was provided by the initial reporter: "we are getting reports of leakage... (Leaks from filter itself)... 4 patients so far have been leaked on putting their infusion effectiveness in doubt."